Event description:
A customer reported that in an ophthalmic console vitrectomy probe was not cutting and system message was displayed. Procedure details and patient impact were not reported. Additional information has been requested none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarifying the event was reported by a health care professional and it was occurred before a vitrectomy procedure. The procedure was completed on the same day.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. To resolve the issue sm [air pressure valves have high transition faults. Cutting and pneumatics functions will be disabled], and the vitrectomy probe not cutting, the nonconforming l5 solenoid of the pneumatics module was replaced. To resolve the issue of sm [the lamp has exceeded its rated life: lamp needs to be replaced. Please contact field service], the xenon lamp was replaced. The system was then tested and met all product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the batch/lot/serial number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event of (sm) [air pressure valves have high transition faults. Cutting and pneumatics functions will be disabled], and the vitrectomy cutter issue is attributed to nonconforming l5 solenoid of the pneumatics module. The root cause of the reported event of sm [the lamp has exceeded its rated life: lamp needs to be replaced. Please contact field service] is attributed to the xenon lamp. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).